Event description:
Home pt (hp) reports leak at/under clamp of pt line tubing of homechoice set. Hp ended treatment and restarted with new supplies. No pt injury or medical intervention required per hp.